Event description:
(B)(6) 2013 - ((B)(4)/enlaso/ hcp) it was reported that the healthcare provider (hcp) had difficulty interrogating and updating the pump, the physician programmer said to reposition the programmer head. The hcp changed the batteries, and repositioned the reader and continued to get the same screen saying to reposition the head. It was noted that they were ¿in a steel nursing facility¿ and that there was a ¿just¿ tv near by the patient who was sitting in a manual wheel chair and had a manual bed. The hcp assisted the patient to ¿move your position over here¿ and successfully interrogated the device after changing the patient¿s position. It was noted that the cause if the event was ¿some kind of interference.¿ the device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: catheter model 8731, serial # (B)(4), implanted: (B)(6) 2004, physician programmer, model 8840, serial # unknown, implanted: na, explanted: na. (B)(4).